Manufacturer narrative:
The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.

Manufacturer narrative:
Device manufacturing date is unavailable. On 08/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Recommendations made to the site regarding improved techniques for pointmerge registration. On 09/09/2016 software investigation completed. Review of patient archives shows showed 7 scans with only 2 that were to imaging protocol. Unable to determine which scans were used, however, suspect that the exams that were selected were of the seven not to protocol. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged registration failure using tracer registration. The patient was prone and had thick hair with a lot of items taped to her face. The surgeons attempted tracer registration three times, however, were unable to complete registration successfully. The surgeon stated that navigation was not pertinent to the procedure and opted to abandon navigation. Delay in therapy was 15 minutes. The surgeon continued and completed the procedure without the use of the navigation system. There was no impact on patient outcome.